Event description:
Pt reported obtaining back-to-back blood glucose results of 262 mg/dl, 322 mg/dl, and 151 mg/dl, while using the suspect device. On the day of the report, pt reportedly performed an additional set of back-to-back tests with results of 272 mg/dl, 322 mg/dl, and 151 mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.